Event description:
It was reported that the medication (secondary infusion) would not flow down to the pump module using secondary tubing with medications unless the clinician lowers the saline bag (primary infusion) down past the top of the pump module. Per customer, their "solution" is using the short primary set, which will allow them to get all the medication infused without issues. It was reported that the medication volumes are not infusing in the time it should take. For example, inflectra was programmed to infuse at a rate of 155ml/hr. For 2 hours. It took 10 minutes extra to get (all volume) in. There was patient involvement, but the outcome is unknown. Although requested, the customer declined to provide additional information and would not be sending the devices to bd for investigation.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.

Event description:
It was reported that the medication (secondary infusion) would not flow down to the pump module using secondary tubing with medications unless the clinician lowers the saline bag (primary infusion) down past the top of the pump module. Per customer, their "solution" is using the short primary set, which will allow them to get all the medication infused without issues. It was reported that the medication volumes are not infusing in the time it should take. For example, inflectra was programmed to infuse at a rate of 155ml/hr. For 2 hours. It took 10 minutes extra to get (all volume) in. There was patient involvement, but the outcome is unknown. Although requested, the customer declined to provide additional information and would not be sending the devices to bd for investigation.